Event description:
It is reported that there was a 30 minute delay in surgery, due to the surgeon having difficulty impacting the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.